Event description:
It was reported that the patient presented with an infection. Patient was asymptomatic. The entire system was removed. The patient was stable prior, during and post procedure.

Manufacturer narrative:
Visual examination found no malfunctions. Full analysis not needed.